Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2018, 5071-53 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.